Event description:
It was reported that during surgical procedure at the user facility the sonopet 110v console irrigation was not working causing the handpiece to get hot. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.